Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Also analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an out of range impedance alert due to low tip to ring and tip to coil impedance, along with a high sensing integrity counter (sic) observed the same day. It was noted the sic had increased at the time of the lead revision and fluoroscopy revealed possible damage to the superior vena cava (svc) coil. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.